Event description:
It was reported that the cables stop working after a short time, during use. The customer reported that the cables stopped working on their monitors which did not happen before. The customer also reported that they were using the cables on non-masimo devices and were not able to test the cables on masimo monitors. It was reported that there was no error message on the screen and no display of any value "neither bpm or spo2". There was no known impact or consequence to the pt.

Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.